Event description:
The 5mm laparoscopic tenaculum was utilized as a part of a robotic assisted hysterectomy for fibroids. The 5mm laparoscopic tenaculum was placed thru an 8mm port with the teeth closed to retract down by the cervix. While it initially opened to grasp the cervical tissue, it didn't seem to be able to stay closed enough to apply any traction to the tissue. As such, we released the cervical tissue to remove the device. Then the tenaculum would not close as if something was jammed, keeping us from being able to close it from the external handle. I was not able to manually close the tenaculum teeth with a laparoscopic grasper. Under robotic visualization as the robotic camera was still docked, the jammed open tenaculum was then brought to the 8mm port, gentle traction was applied and the teeth closed and the tenaculum was removed. While directly watching the port during the removal process, the small thin plate fell out of the port and it was immediately retrieved. No other pieces were seen.